Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the ventricular lead exhibited high capture thresholds and high impedance. The lead remained implanted. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.